Manufacturer narrative:
Root cause is addressed in CAPA (B)(4). Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues with this part/lot. Notified sales rep of completion of investigation via email on august 12, 2014. Review of complaint history found no additional complaint for item: (B)(4) / lot:854540 combinations and there were no other complaints reported for item: (B)(4) and complaint category for packaging: incorrect product identification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty on (B)(4) 2014, taper adapter was opened and implanted in the usual manner. Subsequently, it was noticed after the procedure that the box label matched the implant, however the patient sticker sheets inside the box was incorrect.